Event description:
Caller reported an occlusion alarm resulting in an elevated blood glucose level which was displayed as "high," no specific value. To address the elevated glucose levels, the customer administered a corrective injection and was able to successfully resume insulin therapy.